Manufacturer narrative:
Device not accessible for testing: (4117/213): the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer's biomedical department resolved the issue by replacing the sensor module and batteries. All functional and safety checks were performed to meet factory specifications. The iabp was then released and cleared for clinical service. A supplemental report will be submitted if additional information is provided. The full name of the initial reporter that is abbreviated in block e1 (B)(6). Device not returned to manufacturer.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) displayed "battery maintenance required" message and had a module failure. It was also reported that the end user was able to transfer the patient to CT and then to the ICU without issue and with enough time to plug the iabp unit back into ac main power. The end user further reported that the patient was on the table waiting for the procedure to start. The reported issue caused an hour and a half delay of procedure start time, as well as wasted equipment due to sterility issues when moving rooms. Furthermore, the end user reported that biomed department was called to replace the battery on the iabp unit. Moreover, this was the second pump the end user switched to perform therapy. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, g3, g6, g7, h2, h6, h10, h11. Corrected field: d1, h4.